Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted dried blood/tissue was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead exhibited helix extension issues. This lead was also suspected to have fractured. The lead was then successfully replace. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited helix extension issues. This lead was also suspected to have fractured. The lead was then successfully replace. No additional adverse patient effects were reported.